Event description:
Information was received from a healthcare provider (hcp) regarding a patient with an implantable neurostimulator (ins) for the treatment of non-malignant pain. It was reported that the patient was going to have an MRI because they were having symptoms of a possible infection. The hcp thought the spinal cord stimulation system may be related to the infection and the patient was considering explant. No further complications are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) on 2017-jun-23. The hcp stated that they do not have much information except that the MRI did not confirm or refute the infection. The patient had their device repositioned to a different location about 3 months ago because they could not reach the implantable neurostimulator (ins) to charge at the previous location. The hcp did not know who performed that surgery. The call was transferred to medical records which indicated that the patient had an ER visit on (B)(6) 2017. They would fax everything over. Additional information was received from medical records on 2017-jul-06. They stated that they would check with their superior and fax over the records pending approval. No further complications were reported/are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). It was reported the patient had pain, drainage and swollenness at the former site of the stimulator. No further complications were reported.